Event description:
It was reported that the right atrial (ra) lead exhibited low p-wave amplitude, and the presenting rhythm may have demonstrated some right atrial undersensing. It was also reported that the patient was being evaluated for dizziness and was currently admitted. As of this time lead remains in service. No adverse patient effects were reported.